Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. The tension spring assembly and the rolled up seal remained inside the tube of the delivery device. On microscopic inspection, the rolled up seal was observed to be delaminated or partially unraveled from the outermost edge. It appeared "dogtailed." The tether remained uncut. The white plunger on the delivery device was not pressed and the blue lock was engaged. The loading device was not returned to the factory. The tension spring assembly and seal were pulled out from the delivery tube for inspection. Measurements were taken for the delivery device; the inner delivery tube diameter was measured at .196 in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.50in. The values recorded were within the tolerance specifications. Based on the returned condition of the device, the reported failure "unraveled material" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm uncoiled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm uncoiled. A replacement device was used to complete the procedure. The hospital did not report any patient effects.